Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 300 units of insulin. A supply change was performed to address the reported issue. It was reported air bubbles were observed in the infusion set tubing. Reportedly, the tubing was changed to resolve the issue. Blood glucose (bg) level was 418 mg/dl. Several hours later, during a follow-up call, the customer reported bg meter registered a "high" reading due to consuming too many carbohydrates. During a follow-up call, the customer reported bg's decreased to 298 mg/dl.